Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received motion sensor test failure, and motor error alarms. It was reported that the customer has tried to replace the battery, but the issues persist. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. No alarm noted. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with minor scratched window, cracked reservoir tube lip, and cracked battery tube threads.